Manufacturer narrative:
Initial reporter occupation: occupation is lay user/patient. Unique identifier (UDI): (B)(4). This event occurred in (B)(6). The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. The patient reported having antiphospholipid antibody syndrome. Per product labeling, anti-phospholipid antibodies like lupus antibodies may falsely prolong coagulation times, i.e. They may cause false-high inr values and false-low quick values. Where apa are known to be present, it is imperative that a result be obtained using an apa-insensitive laboratory method for comparison. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received a report of discrepant inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to a laboratory using the gt coag+ reagent. At 8:18 am, the result from the meter was 1.8 inr. At 10:59 am, the result from the laboratory was 2.79 inr. The patient has a therapeutic range of 2.5-3.0 inr.